Manufacturer narrative:
Evaluation summary: customer report of calcification and stenosis was confirmed. Report of regurgitation could not be confirmed through visual observations. X-ray demonstrated moderate to heavy calcification on leaflet 1, minimal calcification on leaflet 2, and heavy calcification on leaflet 3. The wireform was observed to be intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Calcification fused leaflets 1 and 3 by 4mm near commissure 1 on outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. The free margin of leaflet 3 had a 2mm non-transmural tear near commissure 3. The wireform was exposed on commissure 1, and near leaflet 3 at the outflow aspect. The sewing ring was cut near commissures 1 and 3. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
Edwards received information that this 27 mm mitral pericardial valve, implanted approximately nine (9) years and 11 months, was explanted due to mitral stenosis and mitral regurgitation secondary to calcification. This device was originally implanted for mitral valve replacement to correct mitral regurgitation. After an implant duration of approximately eight (8) years, mitral stenosis was observed. After an implant duration of approximately eight (8) years and six (6) months, calcification was confirmed on this valve, and also the patient started taking the warfarin again due to paroxysmal atrial fibrillation. After an implant duration of approximately nine (9) years and ten (10) months, the patient visited the hospital due to unstable angina pectoris and underwent percutaneous coronary intervention. After an implant duration of approximately nine (9) years and ten (11) months, since the echo showed advanced calcification and mitral stenosis, the patient became a candidate for a surgery. This device was explanted and replaced with a 27 mm edwards surgical valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ in the ICU. The condition of the explanted valve was reported as ¿calcification was observed and it led to mitral stenosis and regurgitation¿. It was also noted that the patient received an aortic valve replacement with a 21 mm edwards surgical valve, tricuspid annuloplasty with a 28 mm edwards annuloplasty ring, and percutaneous coronary intervention at explant.